Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that their onetouch vita meter had displayed an inaccurate erratic result. The complaint was classified based on the customer service representative (csr) documentation only, as three unsuccessful attempts were made to contact the customer. The patient stated that the alleged product issue occurred on an unknown date and time prior to contacting lfs. On an unspecified date and time prior to the alleged inaccuracy the patient reported she developed the symptoms of ¿sweat and tremble¿ and self-treated with ¿dextrose and insulin¿. The patient was unable to provide meter readings and stated the blood glucose results obtained where taken more than 20 minutes apart of each other. Such a comparison does not meet the criteria necessary for lfs to determine the possibility of an inaccuracy .the patient currently manages their diabetes with self-adjusting insulin doses and it is unclear if she made any changes to her usual diabetes management routine as a result of this issue. At the time of troubleshooting the csr noted that the patient obtained the results from an approved sample site and the meter was set to the correct unit of measure. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.